Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for short v-v intervals and pacing impedance variation on the right ventricular lead. It was suspected that there was an issue with the integrity of the ring conductor. Reprogramming was performed to turn off alerts and therapy while the patient was in the hospital and were activated when the patient was discharged. The lead remains in use. No patient complications have been reported as a result of this event.